Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were not returned per facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7081007.